Event description:
The pt underwent a spinal cord procedure where spinal hardware was being removed. During the procedure, the surgeon removed the distal portion of a previously implanted catheter and pulled out the distal portion. The pt presented additional complications related to the procedure (not specified). The surgeon attempted to replace the distal portion of the catheter; he was unable to access the intrathecal space on three or four attempts. The catheter was not replaced; the existing catheter was left inside pt. The pt was in recovery after the spinal surgery and his condition was reported as serious. The pump was used to deliver a mixture of baclofen 4000mcg/ml and fentanyl. The physician believed that the pt was not getting the medication. The MFR rep was not able to interrogate pt's pump; the health care team was planning to program the pump to the lowest rate. Additional info has been requested, a follow-up report will be submitted if additional info becomes available.